Manufacturer narrative:
(B)(4). Batch # m53c6f. Additional information was requested and the following was obtained: the device was a plee60a and seamguard buttressing was being used. The most distal staple on the specimen side remained straight and unformed; the patient side was reported in error. There were no issues with the patient side of the sleeve and it leak checked fine. The analysis results showed that one gst60t cartridge reload was received. The reload was received in good visual conditions and fully fired. In addition 2 b-shaped staples were noted on the cartridge deck. No further functional test could be performed due to the condition of the reload. The reported event could not be confirmed as no further analysis was performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, after the first firing, the most distal staple on the patient side remained straight and unformed. The staple was pushed up but appears to have failed to hit the pockets to form a b. No action was taken. There were no patient consequences reported.